Event description:
It was reported that after connecting the lead to the device during the implant procedure, there was high impedance, greater than 200 ohms. After rechecking the connections, the impedances went down to 100 ohms. A few hours later, the impedances were back up to greater than 200 ohms. The lead was explanted and replaced, but the impedance was still greater than 200 ohms, so the device was also explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok" following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned and analyzed. It was observed that there were no marks on the rv (right ventricular) connector pin that resembled the setscrew marks seen on the other lead connector pins. No anomalies were found.